Manufacturer narrative:
Weight, ethnicity: unknown, information not provided. (B)(6). Device evaluation: product evaluation cannot be performed as the lens is not available for return. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from patient's right eye due to decreased visual acuity. The lens was replaced with another lens of different model (sn(B)(4)). The visual acuities pre-initial implant was 20/200, post-initial implant was 20/200 and post-replacement was 20/400. No other surgical intervention was required and no treatment or prescription was given by the doctor outside of the normal post-operative treatment. The patient was stable when discharged. No further information is available.